Manufacturer narrative:
(B)(4). Attempts are being made to obtain additional information. Upon receipt of new relevant information, a follow-up report will be submitted. This is the second of two devices reported in this event. Refer to MDR 1226348-2018-10907 for information regarding the additional device.

Event description:
As reported by the affiliate, a microsensor is giving inaccurate readings. There were no reports of delay or patient harm.

Manufacturer narrative:
UDI: (B)(4). It was initially reported that the device would be returned for evaluation. However, multiple attempts to obtain the sample were unsuccessful. This report has been updated to reflect the corrected information. Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. The manufacturing records were reviewed, and no anomalies were found. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.